Event description:
It was reported that the trach tube flange snapped while in use with a patient. This tube had been re-processed once. An emergent trach change was performed. No patient injury reported from trach change.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) samples were returned, and two of the samples had damaged flanges (sample 2 and 3). The failure reported could not be reproduced using tools from the assembly process. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from molding or assembly. Therefore, the damage (hole) occurred after the product left the facility. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process., corrected data: b1 updated to serious injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Three used samples were received without their original packaging, with their certificate of safe handling and their obturator. During the visual inspection, two samples were found with a damaged flange. The root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from molding / assembly process. The damage occurred after the product left the manufacturing facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process., corrected data: b1 updated to adverse event and product problem.